Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this not inflatable penile prosthesis was not inflating and the pump was not refilling. The device was explanted and replaced. Upon explant, a fluid leak was identified. There were no patient complications reported.